Event description:
It was reported that during a hemorrhoid procedure, there was an incomplete staple line. No further info available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.